Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer's pump was alerting them that they were not getting insulin so the customer used manual injections and may have over corrected. The customer was given glucose shots to treat. The customer experienced symptoms such as convulsions and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The reservoir will not be returned for analysis.